Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 6.

Event description:
Reference number (B)(4) event occured the united states it was reported that the patient experienced six incidents of kinked cannula in their infusion set. The first event occurred on (B)(6) 2024, followed by one event each month from (B)(6) 2024 to (B)(6) 2025. These events happened three or more hours after insertion. The insertion site was the abdomen. The infusion set had been in use for 3 or more hours when the events occurred, with blood glucose levels exceeding 400 mg/dl. To address the high blood glucose, the patient administered correction boluses via both the pump and mdi. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.